Event description:
It was reported that the patient experienced symptoms during a sudden brady response episode. Upon review with technical services (ts), it was noted that there was over sensed noise on this right ventricular (rv) lead, which led to the inappropriate sudden brady response episode. No additional adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).